Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded by customer.

Manufacturer narrative:
The rod was discarded and is not available for evaluation. Review of the device history record cannot be performed as the lot number is unknown. Trending was completed and no immediate product action is required. An internal data review has been opened and the current complaint rate for this condition has not exceeded the rate identified in the data review action. All actions will be tracked via the data review. Without the rod for examination, we are unable to identify the root cause. No corrective or preventative action is required as there has been no observed systemic trend that requires immediate action as a data review has been opened to further evaluate associated risk documents and related failures. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: spine revision - revision of posterior instrumented spine. Implantation date is unknown as patient has had multiple revisions. Two viper2 straight rods were broken and replaced on (B)(6) 2014. The surgeon indicated that this is not a prosthesis failure but was due to patient's inappropriate behavior. The rods broke as a result of the patient jumping. It is not known how many times the patient jumped. This was something the surgeon surmised as the patient was not forth coming with her behavior. Both rods were broken and at the same level. The devices were discarded by the customer. The following mfg. Medwatch reports are being filed for the two rods that broke intra-operatively: 1526439-2014-12034; 1526439-2014-12035.